Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon would not deflate after an inflation in the subclavian vein. A needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. There was no reported patient injury.